Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Healthcare professional (hcp) reported a patient was injected with 3ml of juvéderm® voluma® with lidocaine in cheek/mid-face area a 1.5ml on each side. Two weeks later, the patient experienced ¿swelling and redness¿. The patient went to another hcp and was treated with antibiotics. ¿the reaction was being treated as an infection. Per hcp, it might be an immune response and not an infection. The patient had antibiotic cover, and aspiration for a period of time, and then eventually had hyalase on both cheeks. Symptoms are ongoing. Hcp additionally reported ¿patient presented with significant swelling and pain to bilateral cheeks after mid-face ha filler. Patient had already commenced oral abs obtained from their own gp who they had seen the day before. In total, the patient completed 3 courses of oral abs. Patient had a pathology (mcs) of aspiration showed nil growth. Daily bilateral aspirations were conducted over a period of approximately 2 weeks then alternate days for another week. Bilateral cheeks were later dissolved using hyaluronidase with good effect. Patient consequently has developed redness and pih to the area. There is scarring to both cheeks from aspirations. Hcp is still observing for possible on going complications.

Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional (hcp) reported a patient was injected with 3ml of juvéderm® voluma® with lidocaine in cheek/mid-face area a 1.5ml on each side. Two weeks later, the patient experienced ¿swelling and redness¿. The patient went to another hcp and was treated with antibiotics. ¿the reaction was being treated as an infection. Per hcp, it might be an immune response and not an infection. The patient had antibiotic cover, and aspiration for a period of time, and then eventually had hyalase on both cheeks. Symptoms are ongoing.